Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced a blank display and constant tone. Insulin pump was not exposed to moisture, was not dropped or bumped and did not show any physical damage. Insulin pump also received a watchdog timeout alarm after battery change. Customer's blood glucose was unknown. After troubleshooting, display screen did not return. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on fore sensor resistor also, moisture damage was found on electronic assembly and motor assembly noted during our visual inspection. Unable to complete functional testing including occlusion test due to prime anomaly. No a13 alarm, no blank display, or constant tone noted during our testing. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, self-test, a21 error test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.